Manufacturer narrative:
Two (2) used. List #d1000, tego¿, and three (3) new. List #d1000, tego¿ connector were returned for evaluation. As received the used samples have some renal dialysis treatment medication, and no additional damage or anomalies were observed. No mating device was returned for evaluation. An occlusion in the fluid path was confirmed in 1 of the 2 used samples. The sample was flushed, and a blood clot came out and no longer occlusions were observed. The new samples were visually analyzed, and no visual damage or anomalies were observed. Complaints of no flow / can't prime/ difficult to prime can be confirmed. The probable cause is typically due to a blood clot during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a tego¿ connector where the customer reported high pressures when using tego eg 225 on 200mls/min. Pressure on flushing and aspiration. Pressures remained high. When tego changed pressures decreased to 120 at 250mls/min. The event occurred during patient use with renal dialysis treatment medication involved. It was unknown how long it was used. Someone became aware of the issue following high pressure of dialysis machines and inability to aspirate through tego. There was patient involvement and delay in therapy. There was no patient harm.